Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 376, 110, and 99 mg/dl when all tests were performed one minute apart on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.